Manufacturer narrative:
The customer reported complaint of "a quattro catheter (lot #165463) leak" was confirmed during the functional testing of the returned catheter. A bonding leak was observed at the proximal end of the medial 2 balloon. The probable root cause for the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed blood residues inside the catheter's balloons and in luer tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the medial 2 balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot #165463. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event was probably related to the device and procedure.

Event description:
A (B)(6) male patient was hospitalized for the ivtm therapy (resuscitation - hypothermia therapy), and a quattro catheter (lot #165463) was inserted into the patient's right femoral vein smoothly in a single attempt. At the start of the ivtm therapy, the patient temperature was 35.8°c, and the target temperature was set to 33°c. After the rewarming phase, the thermogard xp ivtm system (sn (B)(4)) generated an "air trap" alarm, and the user kept on replacing the saline bag for the third time. The patient's temperature at the time of the issue was 37°c. The user did not observe blood tinge in the tubing or leaked fluid on thermogard system, patient bed, and floor. The dwell time of the catheter was 60 hours. The user stated that the leak checks were performed after noticing the empty saline bag per the IFU, and no leak was observed. The user is suspecting a catheter leak and around 1000 ml of saline infusion into the patient. The customer was able to clear the "air trap" alarm. However, the customer stopped the ivtm therapy after removing the catheter. The user stated that no alternative temperature management was performed after stopping the ivtm treatment. No consequences or impact to the patient.